Manufacturer narrative:
This report is for the same event as manufacturer report: 2124215-2025-42217.

Event description:
It was reported that error 241 appeared during priming of the water vapor thermal therapy procedure. Instructions were followed, lines were checked, the device was disconnected and reconnected, but the error persisted. The device was changed to a second one, but the error kept appearing. This event is being reported for aborted/cancelled procedure with a patient under general anesthesia. This event refers to the first delivery device.

Manufacturer narrative:
Upon receipt of this device at our quality assurance laboratory, this device was thoroughly analyzed. Analysis of media provided by the customer was performed. Media showed that error 241 displayed, confirming the reported allegation. During functional testing, the allegation could not be confirmed, as no errors appeared. The device passed visual inspection. No damage or abnormalities were found. The device passed mechanical testing. The needle retracted and deployed, and the function of the buttons worked as intended. The device passed functional testing. The device performed prime, pretreatment, and 5 full treatments without any issues or errors. Based on the information available and analysis results, a clear probable cause for the event cannot be established; therefore, a conclusion code of unable to exclude device problem was assigned to this investigation. This report is for the same event as manufacturer report: 2124215-2025-42217.

Event description:
It was reported that error 241 appeared during priming of the water vapor thermal therapy procedure. Instructions were followed, lines were checked, the device was disconnected and reconnected, but the error persisted. The device was changed to a second one, but the error kept appearing. This event is being reported for aborted/cancelled procedure with a patient under general anesthesia. This event refers to the first delivery device.

Manufacturer narrative:
This report is for the same event as manufacturer report: 2124215-2025-42217.

Event description:
It was reported that error 241 appeared during priming of the water vapor thermal therapy procedure. Instructions were followed, lines were checked, the device was disconnected and reconnected, but the error persisted. The device was changed to a second one, but the error kept appearing. This event is being reported for aborted/cancelled procedure with a patient under general anesthesia. This event refers to the first delivery device.